Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a patient (female, (B)(6)) with inph. When the surgeon tried to check the cerebrospinal fluid, the lumber catheter was connected to the valve and checked patency of them, but cerebrospinal fluid did not flow to the valve. The surgeon confirmed cerebrospinal fluid was flowing to as far as the lumber catheter, and found out the base plate leaned about 90 degrees in the silicon housing of the valve. This surgery was completed by using another valve. No delay in surgery or adverse consequence to the patient was reported.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 130mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: and confirmed that the valve casing has moved. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The catheter was irrigated, no occlusions noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested, the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve failed the test. Review of the history device records confirmed the valve product code ns9008 with lot cvbcrb conformed to the specifications when released to stock in 17th march 2016. The root cause could not be determined, as all programmable devices are programmed just before going into stock and this is when the device is packed in the sealed blisters. If the valve casing was turned in the silicone housing at this stage of the process it would not have been possible to program the valve, and the valve would be rejected. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.